Manufacturer narrative:
(B)(4).

Event description:
Procedure type: nephrectomy. According to the reporter: upon starting using, the balloon did not inflate by pumping. The balloon part remained folded and stuck. Another used to continue the procedure. No pt involvement. Operating time not extended.